Event description:
It was reported that the patient experienced a syncopal episode. The right atrial (ra) lead had high pacing thresholds and the right ventricular (rv) lead exhibited low impedance measurements. Both the ra and rv leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224drg implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2010; product ID 694765 impl antable tachy lead implanted: (B)(6) 2007. (B)(4).